Manufacturer narrative:
Additional narrative: (B)(6). This report is for unknown number of unknown screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted in 2004; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k#): unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a femoral nail in 2004 during an unknown procedure. Post-operatively, patient would return to surgery for a planned removal of the femoral nail for a total hip. During the planned explanation on (B)(6) 2017, the patient had an intertrochanteric fracture. The intact femoral nail and unknown number of screws were removed. A 2-hole dynamic hip system (dhs) was implanted with a lag screw and two (2) cortical screws for the fracture. There was a one (1) hour surgical delay due to difficulty getting the nail out. Procedure was completed successfully and patient status was reported as fine. This report is for unknown number of unknown screws. (B)(4).